Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted., other, additional manufacturing narrative (if other): initial reporter address exceeded the maximum allowable characters, address is as follows: (B)(6).

Event description:
It was reported that there were lines down the display of the device. No consequences or impact to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the display was corrupted. The lcd was replaced and the unit functioned as designed.